Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was a check syringe plunger sensor in the event history log (ehl). Check syringe plunger sensor was found at power up, therefore, unable to perform any testing due to flippers were found badly stuck. The issue was occurring because the sticking plunger flippers which is the result of normal wear. The pump is over 12 years old. The left plunger was replaced to address the reported product problem. Performed pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a failed pm was experienced. Sensor board and flippers stick were reported as defective. No patient involvement.